Manufacturer narrative:
Concomitant medical product(s): product ID: 3387s-40, lot# v961943, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 01-nov-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient presented an infection for which it was decided to remove the complete system by removing the electrode the contact 0 remained in the patient's brain. It was unknown if the issue was resolved. No further complications were reported as a result of this event.